Event description:
Hosp personnel were attending to a pt in a code situation. Allegedly during an attempt to countershocking the pt, the device emitted a loud popping noise. A back up defibrillator was obtained and treatment to the pt continued. The pt was successfully resuscitated.

Manufacturer narrative:
To facilitate customer satisfaction, the subject of the alleged event was replaced with a new unit and will not be returned to use.